Event description:
It was reported that while in use on a patient for back up pacing, undersensing was found with the external pulse generator (epg). The sensitivity was adjusted, but the same results were seen. The patient's own pulse rate was ~60bpm. The epg was returned to the manufacturer. There were no patient complications reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found during visual or functional testing. The main printed circuit board assembly was replaced as a preventative.

Event description:
It was reported that while in use on a patient for back up pacing, undersensing was found with the external pulse generator (epg). The sensitivity was adjusted, but the same results were seen. The patient's own pulse rate was (B)(6). The status of the epg is unknown. There were no patient complications reported.